Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced a superficial infection approximately 3 weeks post implantation. No revision has been reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. (B)(4). Concomitant medical products: item number: 164243, item name: stanmore cocr fmrl sz3 std, lot #: 6214972, item number: 165782, item name: stanmore acet cup arcom 28x53, lot #: 6123353. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced an infection approximately one month post-implantation. Attempts have been made and no additional information is available at this time.